Manufacturer narrative:
After battery installation, device powered up with a blank display. There was water on the inside of the lcd window, and the boards were wet once they were taken out of the case. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not turn on after being exposed to moisture. Customer stated there was fluid under the lcd display. Auto mode would not be active due to pump not turning on. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.